Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2012 at 1745, the pump was powered on, the history was cleared and the pump was programmed to delivery morphine 1mg/ml was confirmed, the pump was programmed in the pca only mode, with a 2mg pca dose, an 8min pt lockout, a 25mg 4 hr limit, a loading dose of 4mg, the settings were confirmed, and the door was locked. Between 1748 and 1907, there was an infuser pause alarm, loading dose started, loading dose ended, the door was opened, a 4mg shift total was cleared, and the door was locked. On (B)(6) 2012 at 0000, a new date stamp occurred on. Between 0432 and 0916, there was an occlusion alarm, a partial 0.6mg patient initiated delivery, door was opened, 0.6mg shift total was cleared, door was locked, an occlusion alarm, a partial 0.8mg patient initiated delivery, door opened and locked. Between 1907 and 2000, the door was opened 7 times, door was locked 6 times, a 0.8mg shift total was cleared, and the above settings were retained. There was a check vial alarm, a check syringe alarm, and 2 check settings alarm, and the pump was powered off. Review of the device history indicates that the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 2mg pca dose, an 8 minute patient lockout, and a 25mg 4 hour dose limit. On (B)(6) 2012 at an unspecified time during night shift, it was reported that the device was "supposed to deliver 1mg and administered 0.8." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.